Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing low blood glucose events that sometimes wake her up. The patient's blood glucose at the time of incident was 46 mg/dl, which she treated with food. She usually keeps orange juice and hershey bars handy to treat her lows as well. Additionally, the customer lost the battery cap to her insulin pump. She was being taken to the hospital for a broken ankle when she lost the battery cap. The pump was exposed to an MRI during this time as well. They did a cat scan of her foot while she wore the insulin pump. The customer was advised to monitor the pump and call back if issues persist. No products were returned and a replacement battery cap was shipped to the customer in order to perform a displacement test.